Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer went through a pump reset with technical support and continued using the pump. Technical support advised the customer to call back if any malfunction reoccurs.